Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue: cartridge cap and luer lock are secure, and cartridges are not expired. Patient is using cartridges per IFU and is receiving repeated loss of prime alarms. Customer support (cs) advised patient to try a new cartridge and call back if necessary. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue is not resolved.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.